Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported he was rushed to the hospital twice in the last month due to receiving erratic readings from his freestyle freedom meter. Customer also reported experiencing symptoms of weakness, dizziness, hot/cold flashes and seizure. Paramedics were called and transported customer to hospital, where he was being diagnosed with severe hypoglycemia, and treated with intravenous fluid. There was no report of death or permanent impairment associated with this case.